Event description:
A malfunction was reported on the pump by the customer, but there were no notable events leading up to it. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted with the reset. The malfunction code did not recur after the reset, and the customer was advised that they could continue using the pump, with instructions to call back if the issue reappeared.